Manufacturer narrative:
This is one event for the same pt involving two separate products. Additional info has been requested and will be submitted upon receipt accordingly. The (B)(4) is being used to report the non-specific cardiac event as there is no code available to capture this event.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and subsequently expired which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.